Event description:
There was a short delay while a new outflow graft was retrieved but no adverse event occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned outflow graft confirmed the reported leaking. The outflow graft and outflow graft bend relief were returned in like-new condition. The bend relief was unremarkable. Visual inspection of the outflow graft in its returned state revealed areas of black mold that appeared to result due to the shipping and handling process used to return the graft to abbott for analysis; the graft was otherwise unremarkable. After a leak test was performed confirming the event, the outflow graft attachment hardware was removed. Visual inspection of the sewing threads revealed an area with a substantial through-hole as compared to the rest. A manufacturing analysis task was initiated to address the out of box leaking of the outflow graft during pump assembly. The sewing thread under the outflow graft attachment hardware is applied by abbott¿s supplier. A non-issuance external corrective action request was issued to the supplier for notification of the observed issue. No further action was required. Review of the relevant sections of the device history records for lot number 8590550 showed no deviations from the manufacturing and quality assurance (qa) specifications. There were no non-conformance material reports (ncmrs), or re-works related to the reported event. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the outflow graft began leaking during pump assembly. The same outflow graft was removed and replaced to rule out misconnection but leaking persisted at the connection point where the dacron meets the nut.